Manufacturer narrative:
Additional information section h4 - device mfg date. The field service representative (fsr) inspected the instrument, performed trouble shooting including cleaning of parts. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant or erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the cell-dyn ruby did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the cell-dyn ruby for serial (B)(6) was identified.

Event description:
The customer observed a falsely elevated wbc result generated on the cell-dyn ruby for a patient sample. The following data was provided: sample ID (B)(6), initial result = 60.7 10e3/ul, repeat result = 15.1 10e3/ul . No impact to patient management was reported.

Event description:
The customer observed a falsely elevated wbc result generated on the cell-dyn ruby for a patient sample. The following data was provided: sample ID (B)(6) initial result = 60.7 10e3/ul, repeat result = 15.1 10e3/ul. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). Section e1 - phone number complete entry = (B)(6). All available patient information was included. Additional patient details are not available.